Event description:
The procedure type was diagnostic. The procedure did not need to be cancelled or postponed as a result of the reported event. The procedure did not need to be completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had b30 errors with multiple scopes. The issue was found prior to the patient¿s entrance to the room, during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a cracked front panel and the lamp needed replacement (lamp life on 500 hours). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.